Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use during drain 5 of 5. The drain volume equaled 2619ml. The manual drain volume equaled 1869ml. The total cycle 5 drain volume equaled 4488ml. The current uf equaled -78ml. The uf target equaled 0ml. The technical service representative (tsr) had the patient reposition. The drain volume was not increasing. The cg stated the patient wanted to move on. The tsr assisted the cg with bypassing to the last fill as requested. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported low uf alarm and a total drain volume of 4478ml. The rn stated she had not been made aware of the alarm or the drain volume. The rn stated that the patient's largest prescribed fill volume equaled 1800ml. The reported drain volume met increase intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The rn stated that as far as she knew the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Iipv was confirmed based on the reported drain volume of 4478ml with a largest prescribed fill volume of 1800ml. The cause is undetermined. A service and device history review revealed no previous service events that were related to the reported condition. This issue of iipv is being investigated through CAPA.